Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited non-capture at greater than 5v at 1 ms. This ra lead remains in service, and no adverse patient effects were reported.